Manufacturer narrative:
A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. The event of lymphadenopathy is a physiological complication. And analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture and lymphadenopathy.

Event description:
A patient reported, "discreet accumulation of content between the fibrous capsule". "Unspecified aspect lymphadenopathies in both axillary tales" and "discreet sign of intracapsular rupture". This record is regarding the left side. The device remains implanted.